Event description:
The customer reported an alarm followed by a blank display. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a frozen screen due to a faulty component on the interface board. Unable to confirm any alarms due to the frozen display. No blank display was noted.